Manufacturer narrative:
(B)(4) additional information from the customer: the customer reports that most likely the wire was broken inside the catheter. It is unclear if the catheter was, at this time, in the artery or in the tissue. Patient condition - patient was under general anesthesia in stable condition. There were no signs of hemodynamic instability with normal positive pressure ventilation. No negative patient outcome as a result of this event.

Event description:
According to the medwatch ((B)(4)) "when the CT anesthesia attending was attempting to place a left brachial arterial line (a-line) a piece of wire broke off in the patient's arm. The anesthesia attending immediately alerted the surgical team and the rn called the vascular surgeon on call to come for a consult. The surgeon was tied up in the or and the rn was advised to contact the plastic surgeon on call. In the meantime, surgeon was able to start to remove the wire and the anesthesia attending was able to fully remove the wire. Radiology was called to perform an x-ray of the site (elbow region). The radiologist called back and told surgeon he did not see any remaining wire on the x-ray but advised taking a lateral x-ray when possible. The surgeon decided to take the x-ray at the end as the patient was already prepped and draped. Vascular surgery was consulted and then came to the or to assess the arm and check the flow with a doppler. No harm to vessel noted. The piece that broke per the resident was the soft j-wire. Kit was removed and not used subsequently."

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
According to the medwatch ((B)(4)) "when the CT anesthesia attending was attempting to place a left brachial arterial line (a-line) a piece of wire broke off in the patient's arm. The anesthesia attending immediately alerted the surgical team and the rn called the vascular surgeon on call to come for a consult. The surgeon was tied up in the or and the rn was advised to contact the plastic surgeon on call. In the meantime, surgeon was able to start to remove the wire and the anesthesia attending was able to fully remove the wire. Radiology was called to perform an x-ray of the site (elbow region). The radiologist called back and told surgeon he did not see any remaining wire on the x-ray but advised taking a lateral x-ray when possible. The surgeon decided to take the x-ray at the end as the patient was already prepped and draped. Vascular surgery was consulted and then came to the or to assess the arm and check the flow with a doppler. No harm to vessel noted. The piece that broke per the resident was the soft j-wire. Kit was removed and not used subsequently".